Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Te representative reported that they re-positioned the door covers for a better fit. It was reported that this resolved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that the door to the imaging system was sticking and popping when opened. This issue occurred outside of procedure. There was no patient present when this issue was identified.